Event description:
The customer reported experiencing two separate cgm errors within a 24-hour period. There was no adverse impact to the customer's blood glucose level. In response, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed by technical support to put the faulty pump into storage mode and return it using a pre-paid label within 10 days. The customer received instructions and acknowledged the need to follow these procedures.